Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a fall on the ice 5 weeks ago and since that time, his stimulation feels different and no longer covers the pain. Patient is feeling pain around the lead and it is getting worse. When he lays down at night, he thinks he feels the leads "moving." Manufacturer's representative saw the patient in the physician's office and the device was interrogated and looked fine. No x-rays were done. Additional information has been requested and if received, a follow up report will be sent.